Manufacturer narrative:
Ge healthcare's investigation has been completed and the most likely root cause of the detached collimator was determined to be a servicing error. The ge healthcare field engineer (fe) arrived at the site to troubleshoot the system and identified the three set screws were not positioned appropriately which is a sign the collimator was previously installed incorrectly. The system's service history was then evaluated, and it was determined the collimator was previously serviced twenty-two days prior to detaching but the fe who performed this service is no longer a ge healthcare employee so no further details regarding the reinstallation of the collimator could be obtained. To correct this issue, the fe reattached the collimator to the flange and verified proper operation. No further actions are needed.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. On 09-apr-2019, the radiographic technologist (rt) at (B)(6) memorial hospital in the united states reported that during a patient exam using their revolution xr/d system, as they were positioning the collimator, the collimator detached from the tube. When the collimator detached, the rt caught the collimator from falling to the table. There was no injury to the operator or patient.